Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms. The customer¿s blood glucose level was 81 mg/dl. The customer also reported that the insulin pump made a loud whiny noise then did a countdown. The customer also stated that the unexpected restart alarm did not occurred shortly after inserting a new battery. The insulin pump will not be returned for analysis.